Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's digital board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.